Event description:
Procedure type: gastrectomy. According to the reporter: during use, staples bit the tissue and the device got stuck on tissue and was removed by cutting the tissue. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 09/10/2009.